Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus was unable to be calibrated and it was noted that the stylus was not tracking with the overlay screen and therefore the bezel assembly was replaced and the stylus and overlay screen were calibrated. It was also noted that two of the rubber feet on the lower case were damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.